Manufacturer narrative:
Product event summary: the data files and 2af283 balloon catheter with lot number 18247 were returned and analyzed. A patient data file was received and recorded on the reported date of the event. The patient file showed 14 applications were performed using a 2af283 balloon catheter with lot number 18247. The patient file showed system notice 50011 (the refrigerant delivery path is obstructed) during transition at application #14. External visual inspection of the balloon segment showed blood/fluid inside the balloon. Part of the mapping catheter was stuck at the tip of the balloon catheter. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 14 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50011 (the refrigerant delivery path was obstructed). During inspection of the balloon segment, debris was observed at the laser drilled hole(s) of the injection tube. The blockage may cause obstructed flow system notices. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed from 0.7 to 1.5 inches proximal to the catheter tip. During inspection and pressure testing of the shaft segment, a guide wire lumen breach was observed at the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to a kink/twist on the guide wire lumen, a breach on the guidewire lumen and on the guidewire lumen on the attachment to the tip, and debris observed at the laser drilled holes of the injection tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, an unknown system notice was received. The case was switched to radiofrequency (rf) to complete. No patient complications have been reported as a result of this event.